Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date (2012 or 2013). Subsequently, approximately 7-8 years post procedure patient is experiencing pain and CT scan shows loosening of the tibial. Patient had a baker's cyst when the pain started.